Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. It is unclear when the alleged inaccuracy issue started; but the patient alleged that she had obtained high results ¿for months¿. She reported that on an unspecified date and time, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿133 mg/dl¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with oral medication of metformin. She reported that after obtaining the alleged inaccurate result, she had followed her regular diabetes management routine. She reported that sometime later, she developed symptoms of ¿sweating and no energy¿. No treatment above or beyond the usual routine of diabetes care and management was reported. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating and no energy, after obtaining an alleged inaccurately high result on the meter and continuing with her usual diabetes management routine.